Event description:
It was reported that: "the physician decided to remove pvad peripheral ventricular assist device bedside and utilize manta to close access site. The reported 14fr manta device had valve resistance and anchor interaction and failed to click together. Bypass tube was buckling due to resistance. An 18 fr manta was then utilized and deployed successfully."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the physician decided to remove pvad peripheral ventricular assist device bedside and utilize manta to close access site. The reported 14fr manta device had valve resistance and anchor interaction and failed to click together. Bypass tube was buckling due to resistance. An 18 fr manta was then utilized and deployed successfully."

Manufacturer narrative:
Qn# (B)(4). The customer report of resistance experienced during bypass tube advancement was able to be confirmed through review of the customer report and supplied additional information of bypass tube buckling; however, complaint verification testing could not be performed as no sample was returned for analysis. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.